Event description:
It was reported that pump issued multiple occlusion alarms, including alarm 2 followed by alarm 26, and investigation determined that blockage was located in cartridge rather than in tubing or infusion site. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.